Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported ventilator settings and alarms. The fsr received the events log and reported no inoperable event noted. On (B)(6) 2017 the fsr reported the low minute ventilation went off at 20:55 and 22:06 and the ventilator powered off at 22:50. The fsr verified performance and reported all alarms meet service specifications. The fsr reported the device is operating within manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the patient was found pulseless. Seven clinicians reported alarms were not audible and the respiratory therapist reported alarms were in fact alarming and audible. The respiratory therapist reported going into the patient's room at 10:45pm and observed the patient can use a treatment and provided nebulized albuterol. The registered nurse reported the patient was seen 25 minutes later and was pulseless. The customer reported the patient was on pressure assist control at a rate of 14 with 20 cmh20 pressure and inspiratory time of 1 second and 35% oxygen bleed in. The customer reported the ventilator volumes were consistently in the 400-500's, the respiratory rate was above set rate by 2-6 breath per minutes, and a peep of 5. The customer reported the alarm cord and circuit was taken off the ventilator due to patient having pseudomonas and the three pieces including the diaphragm and flow sensor were cleaned and placed on the top of the ventilator. The customer reported the patient has do not resuscitate (dnr) ordered and was a chronic lung failure and had recently been on spontaneous breathing trails for weaning of the ventilator.

Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported ventilator settings and alarms. The fsr received the events log and reported no inoperable event noted. On (B)(6) 2017 the fsr reported the low minute ventilation went off at 20:55 and 22:06 and the ventilator powered off at 22:50. The fsr verified performance and reported all alarms meet service specifications. The fsr reported that no failures were detected and the device is operating within manufacturer specifications. Based on the customer's reported information and the fsr's onsite evaluation, it is suspected that there was no device malfunction present, and that the patient's cardiac arrest was unrelated to the patient's physiological ability to be ventilated by the device. In this situation, there would not be any detectable condition for the ventilator to alarm and the device operated as intended.